Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? There was no reflux symptoms patient just wanted device out. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? No recurrent reflux. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number for the linx device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted. Patient had laryngopharyngeal reflux and patient wanted the device explanted. Patient had no problems or symptoms while the device was implanted but decided they wanted to have the device explanted.